Event description:
It was reported frost on the shaft and skin burn occurred. During a left renal cryoablation treatment procedure 3 icerod cx 90 degree needles were used. During multiple freeze cycles, one of the needles was unable to reach a temperature of -120c. Ice was forming all along the protective sheath. After three (3) minutes, the physician noticed that the patients skin had froze. The freeze cycle was immediately stopped and the needle was removed and exchanged for a new one. No further patient complications were reported.